Event description:
It was reported that the patient underwent an unspecified surgery using rhbmp-2/acs on (B)(6) 2009. Reportedly "bone overgrowth leading to leaking dura and multiple (8) revision surgeries radiculopathy and chronic daily pain off label use of infuse. In occipital to c3 craniocervical fusion. Cervical fusion. This caused rapid bone overgrowth in a year which required revision with 5 cm of bone overgrowth to be removed from her c-spine. Due to this she had repetitive dural leaks. She was required to have 8 dural repairs due to bone invasion into the dura and inability of these tissue to heal complications of these procedures including bilateral dvt's and a subdural hematoma. As a result of these multiple surgeries she has undergone secondary adrenal failure. Therefore, she is on continuous steroids and suffering the side effects of these medications. (B)(6) has undergone multiple nerve blocks in attempts to alleviate her pain. She no longer has menstrual cycles. She suffers from pain daily and has a tremor in her hand from the repeated surgeries that were performed trying to repair the several leak caused her the bmp bony overgrowth. It has been five years and she continues to have new growths of bony lumps, which are painful developing on her scalp."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.